Manufacturer narrative:
After further troubleshooting, determined that the sbc board was the cause of this problem. Surface mounted component looks to have been knocked loose / broken solder joints. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During service the technician found that the display was displaying all dark colors a shade of green. The ventilator was not on a patient at the time of the event.